Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for connecting peptide (c- pep) on approximately 60 samples. Of those samples, it was determined that one sample had erroneous results that were reported outside of the laboratory. All results are in ng/ml. The customer had received several different error messages from the instrument. The night of (B)(6) 2013, the end of run qc was out of range. The customer also noticed significant bubbles in the line from the sipper pipettor. The customer had changed the s/r probe, which seemed to help for a little. The initial result was 1.5. The sample was repeated on the same instrument after the field service representative completed maintenance activities to correct issues with qc recovery. The repeat result was 0.8. The customer deemed the repeat result to be the correct result. It is unknown if there was an adverse event. The customer did not have any patient information. The lot of c-pep in use was 16984001, with an expiration date of 12/31/2013. The field service representative found the water supply tubing to the sample syringe assembly was kinked. He re-connected the tubing to the sample syringe assembly. The system was initialized and a mechanism check was performed without errors. The customer performed and accepted calibration and qc.